Event description:
An alarm issue was reported with the adc device in use with unknown phone with unknown operating system. The high glucose alarm did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness. Customer was admitted to the hospital where insulin (dose/type unknown) was administered for treatment of severe hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. High glucose alarms were successfully activated. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with unknown phone with unknown operating system. The high glucose alarm did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness. Customer was admitted to the hospital where insulin (dose/type unknown) was administered for treatment of severe hyperglycemia. There was no report of death or permanent impairment associated with this event.